Event description:
Customer reported sparks were coming out of the switch and there is a burnt part on the cord where the cord attaches to the switch.

Manufacturer narrative:
Past investigations with similar events, we found, cord cut at the strain relief. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have made a design change in early 2014 to move to a more robust, round, svc cord to make it more difficult to misuse the product to the point where the cord fails. Since the change we have not seen any cord break failures like the one described. Despite providing a pre-paid return svc label, the product in question has not been returned as of the date of this report.